Manufacturer narrative:
The customer¿s report of silicone segment separated from upper fitment was confirmed. During visual inspection of the set it was noted that the silicone segment was completely torn away from the upper fitment. A piece if silicone was still intact with the o-ring and upper fitment. No functional testing of the set was deemed unnecessary due to tubing being separated at the component engagement. Fluid was leaking from the separation. The root cause of this failure was not identified.

Event description:
The customer reported the pump module alarmed and fluid leaked from the pump module onto the floor. The set was removed and the pump segment was found separated from the upper fitment. The set was replaced and the infusion restarted. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the product was infusing ppn and was found when the pump started beeping at 2300 leaking ppn onto the floor. And on the side of the patients bed. The tubing was found to have become separated in the silicone pumping segment. There is no report of patient harm.